Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, the stapler blocked during the shooting phase. Once closed the jaws with the tissue, the device didn't open anymore. The operator had to cut the tissue. No aes reported.